Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since the screw canal prepared with the aid of navigation was not placed as intended, although: there is no indication of a systematic error or malfunction of the brainlab device corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place the outcome of the surgery was successful and there have been no remaining negative clinical effects for this patient reported to brainlab from the hospital. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the displaced screw canal is: a movement of the navigation reference array in relation to the vertebra it was attached on, and a relative movement of the vertebra l4 to l3 that could not be compensated by the navigation system, since the reference array was not attached on the bone to be operated on there is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer an additional training to this hospital.

Event description:
A spine surgery for a l4 vertebrectomy with intended pedicle screw stabilization of l3-5 due to a metastatic l4 tumor was planned to be performed with the aid of brainlab navigation system spine & trauma 3d 2.1. During the procedure the surgeon: attached the navigation reference on vertebra l3. Performed the initial registration (matching of virtual display of patient image data and actual patient anatomy). Verified the accuracy of the registration and, after the third registration attempt, determined it to be appropriate. Used a un-navigated drill to open the pedicle on l4. Used a navigated probe to prepare the canal for the screw intended to be placed. Used a ball ended probe to verify the position of the canal and realized that the entry point was as intended, but the angle was off and the canal was too lateral, ending outside of the vertebral body. Corrected the trajectory with the aid of a c-arm image and extended the fusion of vertebrae to an additional level. The surgery has been completed successfully.